Manufacturer narrative:
Subsequently, the device clinic nurse was contacted and additional information, as documented on the patient's discharge summary, was discussed. Following the implant procedure, the patient remained intubated and suffered deep vein thrombosis (dvt) and became septic. Aspiration pneumonia was listed as a contributing factor. The patient was treated medially and was extubated on (B)(6) 2015. The patient developed tachypnea and became agitated shortly thereafter. Due to the patient's deteriorating medical condition, the physician elected to re-intubate the patient on (B)(6) 2015. The patient was extubated on (B)(6) 2015 and was discharged against medical advice (ama) on (B)(6) 2015. As no further information concerning this reports expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service (ts). The patient was presented for a scheduled subcutaneous implantable cardioverter defibrillator (s-ICD) procedure on (B)(6) 2015. The physician elected to intubate the patient during the procedure dur to patient-comfort considerations. According to the local representative, defibrillation threshold testing was unsuccessful at 65 and 75 joules; however, the induced arrhythmia was terminated at 80 joules. Boston scientific received additional information from the local representative that upon extubation post-s-ICD implant, this patient developed pea (pulseless electrical activity). The patient was re-intubated and was stabilized. The field clinical representative (fcr) was contacted who reported that the patient remained intubated post-implant procedure. From the physician's perspective, the cause of the patient's adverse event was not related to the implant procedure or the use of the s-ICD system. The root cause of the ae was attributed to hypoxia, bradycardia and pea secondary to early extubation (medication induced hypoxia).